Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart broke off the suture cleanly during second deployment of the device. Reportedly, the dart was retrieved from the patient. It is unknown how the detached dart was removed from the patient. Should additional relevant details become available; a supplemental report will be submitted. The procedure was completed with another capio slim device. There was no known impact or consequence to the patient. The patient's condition at the conclusion of the procedure was reported to be fine.